Event description:
During a tracheo granuloma procedure with a ktp laser, surgeon noted the handle of the laser to be hot and removed the laser from the pt. Pt suffered burns to inside of cheek and tongue (oral cavity).